Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report submission. Review of the most recent repair record for pn 00770302000 sn (B)(4) determined the cutter failed the test mesh and the cutter gear was worn. The gear was replaced. The repair of the cutter was not completed as it is not repairable. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported there was an incomplete mesh taken from previously recovered cadaver skin. At product evaluation the cutter did not pass the cut test. There was no patient involvement. No adverse events were reported as a result of this malfunction.